Manufacturer narrative:
Sayed, d., monroe, f., nicol, a., khan, t., braun, e., manion, s., phadnis, m., orr, w. An 8-year review of intrathecal drug delivery systems for cancer pain at a single high-volume center. Asra: 16th annual pain medicine meeting. (B)(6) 2017. Http://epostersonlin e.com/asrafall17/node/652?view=true : please note that this date is based off of the date of presentation of the poster as the event dates were not provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: intrathecal drug delivery systems (idds) are underutilized and can be effective and versatile tools to treat intractable cancer pain. Reported events: five patients experienced infections requiring explant. See attached presentation.

Manufacturer narrative:
Sayed d., monroe f., orr w.n., phadnis m., khan t.w., braun e., manion s., nicol a. 2018. Retrospective analysis of intrathecal drug delivery: outcomes, efficacy, and risk for cancer-related pain at a high volume academic medical center. Neuromodulation 2018; e-pub ahead of print. Doi:10.1111/ner.12759. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary (continued): medical records for one hundred sixty patients were retrospectively reviewed to determine the degree of pain relief, efficacy, and safety of patients who underwent intrathecal drug delivery system (idds) implantation for cancer-related pain. Among the five patients who experienced infections, the median time to extraction was 28 days. See attached article.